Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: "the surgeon used 1 el5ml (which gave faulty clips ) and 1 er320 ( which also gave bad clips) in the procedure. He told me this was the first time he lost his temper when throwing the device through the o.r.!! He had to convert to an open procedure. The patient went home without any problem. His technique didn¿t change. He¿s been using the ees clip appliers for years without problems. He is not willing to respond to the additional questions. " the analysis results found that the el5ml device was returned with the handle halves slightly separated and the shaft bent at the knob area. A loose clip was inside the bag along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device would not rotate due to the condition of the handle; after that, the device was cycled, and malformed the remaining two clips due to the condition of the shaft. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. However, as stated in the complaint file the surgeon threw the device and the most likely cause of the found damage is throwing the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the el5ml device and er320 device produced malformed clips when trying to control a bleeding that was not caused by the clip applier, therefore the surgeon decided to convert to open. Of course the procedure was prolonged one hour.